Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4); additional manufacturer narrative: patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Additionally, calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device has not been returned to edwards for evaluation, attempts to retrieve the device are in progress. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The root cause of this event cannot be conclusively determined. However, it is likely that patient and procedure related factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an (B)(6) registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. Through the (B)(6) registry it was learned, a patient originally implanted with a 23mm aortic valve for 3 years 9 months, presented with congestive heart failure and cardiomyopathy. The patient underwent an explant procedure and planned aortic root replacement due to potential patient prosthetic mismatch (ppm), severe stenosis, calcification, leaflet thickening with restricted motion, mild regurgitation, valve dysfunction and valve degeneration. The patient received a replacement 21mm aortic valve. The patient was discharged to skilled nursing facility on pod #26.

Manufacturer narrative:
H11: correction; b5, b7, patient codes, device codes were corrected after further review of the information provided.

Event description:
It was reported through implant patient registry, a patient originally implanted with a 23mm 3300tfx for 3 years 9 months, presented with congestive heart failure and cardiogenic shock. The patient underwent an explant procedure and planned aortic root replacement due to potential patient prosthetic mismatch (ppm), severe stenosis, calcification, leaflet thickening with restricted motion, mild regurgitation, valve dysfunction and degeneration, suture looping. The patient underwent a complex reintervention, including a failed planned aortic root repair, an unplanned an ascending aorta replacement (bentall procedure with a 25 mm 3300 tfx inside a gelweave graft), which also required a rca bypass. The patient received a replacement 21mm 3300tfx aortic valve. The patient was discharged to skilled nursing facility on pod #26.

Manufacturer narrative:
Reference CAPA-20-00141.